Event description:
During procedure, the device was impossible to interrogate. The device was explanted and the patient was stable.

Manufacturer narrative:
Additional information: the reported inability to interrogate and the error message during interrogation were confirmed. Analysis of the device image indicated that memory corruption occurred. Further testing was performed after reloading the product code and all tests results were normal. The memory corruption could not be reproduced. Based on this finding, abbott is performing further investigation.